Event description:
Manufacturer's agent called inform system user facility to follow up on fax containing the following inform/laboratory neonate patient blood glucose results from a correlation study. Each set of results is for a different neonate. All results are mg/dl: (B)(6) 2011 at 9:48 pm, using this meter, the microtainer sample result was 46. The microtainer sample was then tested on the analyzer, result was 36. At 10:42 pm, using this meter, the microtainer sample result was 43. The microtainer sample was then tested on the analyzer, result was 31. No patient information is available, and will not be obtainable. No adverse event reported. A request was made for the return of the meter and strips.